Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient was hospitalized with a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 487 mg/dl with symptoms of nausea. The patient had discontinued pump therapy at the time of the call. The patient was treated with insulin via injection while hospitalized. The reporter stated that the patient's healthcare provider believed the pump to be responsible for the blood glucose excursion and took the patent off pump therapy. The reporter was unable to complete troubleshooting at the time of the call. This complaint is being reported based on the allegation that the patient was hospitalized with hyperglycemia and the patient's healthcare provider believed the pump to be responsible.